Manufacturer narrative:
Subject device was returned for evaluation. The t2 implant was off of the insertion needle, and had a 90 degree bend. Part of the t1 implant was noted to be missing from the distal suture eyelet to the distal tip. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for manufactured lot number on file. Per results of the investigation, no root cause could be found. At this time, no further investigation is warranted. (B)(4).

Event description:
During a knee arthroscopy procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the t2 implant would not deploy. The surgeon used a backup fast-fix 360 curved needle delivery system in order to complete the procedure. It was reported that no t implants were left inside of the patient. Post procedure, patient condition was satisfactory. (B)(4).